Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp for the alleged helium leak. The stm performed the helium leak test per the service manual and the iabp passed. The stm then removed the cover of the iabp and checked all helium connections and tubing. Everything was good except for a small plug on the fill manifold that was not tight. The stm tightened the plug and ran the iabp on a test balloon for approximately one hour without issue. The stm was unable to duplicate the alleged malfunction. The stm performed complete calibration and functional tests and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was not reported under which circumstances the event occurred. However, there was no patient involvement or adverse event reported.